Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was inadequate capture noted on right ventricular lead. The outputs were changed. Patient was asymptomatic and will continue to be monitored. Patient exhibited no symptoms while testing or afterwards.